Event description:
Patient had a respiratory arrest with v-fib while in the emergency department. Successfully defibrillated times one with 200 joules. While being defibrillated, an arc of light was seen. Afterwards, one small quarter sized burn was seen on the left chest area. Patient diagnosed with an acute inferior wall stemi and was taken emergently to the cardiac catheterization lab. Successful percutaneous coronary artery intervention of the rca was done. Patient required no treatment for the quarter sized burn. Expiration date on pro-padz: 02/13/2011.